Manufacturer narrative:
The field service engineer (fse) replaced the sample pipette and the degasser valve. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for lipc lipase colorimetric (lipc) on a cobas 6000 c (501) module. Patient 1 initial result was 263.22 u/l. The repeat result was 35.15 u/l. Patient 2 initial result was 90.60 u/l. The repeat result was 155.60 u/l. No questionable results were reported outside of the laboratory. The lipc reagent lot number was 58209601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. A general reagent problem has been ruled out as calibration and qc were acceptable. The customer used a clotting time of 20 minutes; this time may be too short. The customer is not using the recommended rack adapters with their 13mm sample tubes. The specific cause of the event could not be determined, however, the investigation determined the event was consistent with either a pre-analytical issue or an issue with the sample pipette and degasser valve as those were replaced by the fse.